Event description:
It was reported that the leads had moved down due to a patient fall, which was determined by x-ray. It was noted that surgical intervention to try to put the leads back in place was not attained. It was deemed that coverage would not be adequate so the device system was removed. It was reported that patient symptoms included loss of stimulation in the back area due to lead migration, and the location was noted as the lead location. The patient status was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).